Event description:
Customer called stating that his meter is reporting high results. He states that he went to the hosp because of these results. His meter was reading 100 points higher than the hosp's meter, and he received an IV with insulin shots to bring his blood glucose down. An evaluation of the system was conducted over the phone, which determined that the meter was working within specifications. Customer was asked to return the meter for further evaluation, and a replacement was provided.